Event description:
It was reported that after starting a new dexcom g7 continuous glucose monitor (cgm) sensor, the user saw glucose readings in the dexcom app but not on the ilet, indicating an intermittent communication failure between devices; troubleshooting included re-pairing the sensor connection and toggling settings, and blood glucose was not affected. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with relevance to the device¿s electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.